Event description:
Device report from (B)(6) reports the following: an intermaxillary fixation screw sheared off when being used on a patient. The fractured segment was retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 15 minute surgical delay was reported due the complained event.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.